Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a black cautery wire protruding at the wrist when articulating. The instrument's lives were checked, and it was a brand-new instrument. The instrument was used for the remainder of the case. But the cable sticking out could be a problem in the future. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the wire was intact. There was no loss of cautery associated with the damaged cable. There were no signs of thermal damage. No arcing was observed during the procedure. The procedure was completed using the same instrument. The instrument was inspected before the case, but the cable was protruding at angles not noticed before the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was tested and found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The complaint was confirmed by failure analysis. The probable root cause is attributed to damaged conductor wire.

Event description:
Refer to h11 for follow-up information.